Event description:
Supplemental report is being submitted due to the completion of the investigation on 04-jan-2024.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-4-b device of lot number c1912806 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 28th february 2023. The returned device lab examination findings and observations can be referred through photos. On evaluation of the device, the following was observed: visual inspection: ¿ red safety tab not returned. ¿ red leur removed but safety wire still in place. ¿ red marker at dimple 5. ¿ kink observed on flexor approximately 131cm from device tip. ¿ directional button in deployment position upon return. Functional inspection: ¿ handle actuation fine for deployment and recapture. ¿ stent deployed fully and intact with no issues. ¿ safety wire removed with no issues. ¿ stent released with no issues. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: the japanese packaging insert (c-es1608y02) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. There is evidence to suggest that the customer did not follow the japanese packaging insert (jpi). As per the complaint¿s description of event, ¿according to a dealer's rep, the safety wire was pulled by about 5cm by the user by mistake - the timing when it was pulled is unknown.¿. As per the step 11 of the jpi, ¿when stent point-of-no-return has been passed, disconnect luer lock fitting to remove safety wire completely from delivery handle¿. It was determined that the premature removal of the safety wire was not related to the stent advancement issue originally reported and therefore a separate complaint ((B)(6)) was raised to capture the removal of the safety wire prior to reaching the point of no return. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed the patient's pre-existing conditions/patient anatomy as well as compression of the introducer which subsequently caused the 'gap' issue reported by the customer. As per the answers received to the questions asked, the customer/rep confirmed that there was resistance felt during insertion of the device into the patient. As per engineering input, it is possible that the flexor compressed laterally when advancing through the tight stricture, which could have led to a gap at the distal end. The kinking noted in the lab evaluation may have also been due to compression and resistance in trying to track across the tight stricture. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of (B)(4) used device. Summary of investigation: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
After dilating a stricture area with a dilator and a 4mm-balloon, the user inserted the complaint device (evo-fc-10-11-4-b/c1912806), but the outer sheath got caught at the stricture area and some gap occurred between the catheter tip and the outer sheath. Then, the user fixed the gap by using recapturing function and attempted to insert the complaint device again, but the same issue occurred. Therefore, he replaced it with another manufacturer's device to complete the procedure. (According to a dealer's rep, the safety wire was pulled by about 5cm by the user by mistake - the timing when it was pulled is unknown.) The patient did not experience any adverse effects due to this occurrence. 1 general questions: 1-1 at what stage of the procedure did the complaint occur?(when unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal) (while inserting the evolution in the patient). 1-2 (if any damages were confirmed prior to use)was the package damaged? 1-3 (if any damages were confirmed prior to use)how was the device stored? 1-4 what endoscope type and channel size was used? Already stated in patient/event info tab. 1-5 what was the position of the elevator? Was it opened or closed? Unknown. 1-6 details of the wire guide used (diameter, type, make)? Already stated in patient/event info tab. 1-7 was the zip port facing upwards and slightly curved when backloading the wire guide? N/a, yes, no unknown. 1-8 did any part of the stent contact the patient¿s anatomy when the complaint occurred? Unknown. 1-9 please advise the anatomical location of the intended target site already stated in patient/event info tab. 1-10 how long was the stent in the patient by the time this complaint occurred? Stent was not placed. 1-11 for devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? 1-12 did the patient require any additional procedures as a result of this event? N/a, yes, no no. 1-13 what intervention (if any) was required? 1-14 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day unknown. 2 stricture information: 2-1 what was the length and diameter of the stricture? About 2. 2-2 where was the stricture located in the body? Directly above the papilla. 2-3 was there resistance felt passing wire guide through stricture? Unknown. 2-4 was there resistance felt passing the evolution through stricture? Unknown. 2-5 was the stricture dilated before stent placement? Yes. 3 questions related to during insertion into patient: 3-1 was the product inspected for kinks or damage before use? Unknown. 3-2 was resistance felt during insertion into patient? Yes. 3-3 if yes, at what point? Around the stricture.